Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that the doctor that did her first four surgeries made a mess of her back. The doctor did a poor job installing it when the leads broke in her back. It was noted that the patient's relevant medical history includes post lumbar laminectomy syndrome and spinal pain.